Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that the patient is without stimulation and unable to communicate with her ipg via the programmer. The patient has reportedly not recharged her ipg since (B)(6) 2010. In an effort to resolve this matter, a new charging system was shipped to the patient. Results of that intervention method have yet to be disclosed.